Manufacturer narrative:
Event date: this event occurred during (B)(6) 2022 to (B)(6) 2022. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity (at least three (3)) of em2400 valve sets leaked. The issue was identified during compounding at the pharmacy. The sets were leaking excess fluid into the final compounded product. Yellow multivitamins were causing the products to have a slight yellow discoloration. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10:the actual devices were not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photograph and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported event could not be objectively verified. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.